Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had failed drawer unable to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the inseparable magnet was gone. A field service engineer checking inseparable and found the pyxibus cable damaged and replaced it. Hardware test application test was completed. The system functioned as intended after the field service engineer repaired the device.